Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/13/2014 with the following findings: the pump black box was reviewed and found evidence of short battery life. The pump battery compartment was observed to be cracked. During testing, the returned battery cap was found to fully tighten to the pump and the pump powered on successfully. The pump battery compartment and cap showed evidence of moisture. The pump current draws were tested and found that the pump current draws were within specifications. A pump leak test was performed and no leaks were found. The pump was opened and no further moisture damage was observed.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a short battery life issue. The reporter indicated that the pump had moisture ingress in the battery compartment with no known damage to the pump. Troubleshooting confirmed multiple battery alarms in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.